Event description:
The patient underwent an interventional ablation procedure for paroxysmal supraventricular tachycardia (psvt). No anticoagulants were used, and no device-related issues or procedural complications were reported during the initial procedure. On (B)(6) 2026, the patient presented to the hospital with swelling at the access site. Subsequent evaluation confirmed venous occlusion. Ultrasound examination revealed the presence of a collagen-like substance at the puncture site. The treating physician concluded that the material had likely become lodged within a venous valve and extended into the vessel lumen. The physician determined that removal was not necessary and initiated treatment with warfarin. No hospitalization or surgical intervention was required. The patient remains under clinical observation, and subsequent follow-up reports indicate improvement in the patient's condition.

Manufacturer narrative:
The vascade mvp was not returned for evaluation. Since the vascade mvp lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. However, the vascade mvp instruction for use states that venous occlusion is a complication may occur and may be related to the procedure or the vascular closure. The device was not returned to haemonetics for a physical examination. The cause of the reported event cannot be determined.